Event description:
It was reported that the patient had revision due to a fall. The patient fell and broke her ankle; the lead migrated as well. On 2013-(B)(6), the patient had a follow up appointment and the stimulator was turned back on. The patient tried to reset her amplitude on her adaptivstim, but had difficulties. It would return to the original setting. Steps necessary for the stimulator to learn new amplitudes was reviewed with the patient. The device was synced, then increased. The appropriate time was given and the device changed appropriately with a position change. This resolved the stimulation issue.

Manufacturer narrative:
Product ID 37744, serial# (B)(4), roduct type programmer, patient product ID 37754, serial# (B)(4), product type recharger product ID 3777-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead product ID 3777-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead. (B)(4).